Event description:
Additional information received notes that on 9 nov 2023 the physician elected to cap and replace the right ventricular (rv) lead. The patient condition was stable before, during, and after the procedure.

Event description:
It was reported that a patient presented to clinic for a vibration alert. Device interrogation revealed low pacing impedance, varying pacing impedance, and oversensing noise on the right ventricular (rv) lead. No changes or intervention were performed. The patient condition was stable.